Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an initial knee arthroplasty and is subsequently experiencing pain, swelling after long periods of standing and early wear.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2017-00013.